Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and based on the information provided, the reported single leaflet device attachment (slda) and difficulty grasping the leaflets appears to be related to patient morphology/pathology (large valve). The reported image resolution poor was related to patient and procedural conditions as it was reported that the patient anatomy resulted in challenging imaging. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment /slda and medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted a large valve and imaging was difficult due to the anatomy. The clip delivery system (cds) was advanced to the mitral valve, and the clip grasped both leaflets with difficulty due to the large valve. The clip was deployed. However, shortly after clip deployment, the clip became detached from the anterior leaflet, but remained attached on the posterior leaflet (single leaflet device attachment /slda). Therefore, two additional clips implanted to stabilize the slda. The physician stated the cause of the slda was due to the anatomy. Three clips were implanted, reducing mr to 2+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.